Event description:
Plate and lag screw were implanted for a hip fracture in 1999. Pt became ambulatory and implants fractured. Broken implants were removed in 1999. Hospital reported it is possible pt applied too much weight to the fracture too soon.